Event description:
The surgeon was performing a corpectomy of c5, c6. During the procedure, the surgeon placed a 66mm plate with fixation pins at c4 and c7. The fixation pin at c4 was removed and screws were placed. The fixation pin at c7 broke when the surgeon tried to remove it. Screws were properly placed at c7. The broken piece of the fixation pin was left in the patient's c7 vertebrae. No adverse event occurred during the surgery. This report is being made because the impact of the broken piece that was left in the patient is unknown.

Manufacturer narrative:
The sales representative at the case told the hospital to keep the broken fixation pin to return to the manufacturer. The hospital disposed of the broken piece during processing after surgery. The DHR was reviewed. There is no indication that the device did not meet specification. Because the device was not returned, no further evaluation was possible.